Event description:
Reporter indicated that "she wondered if the vns is making her worse since she is not responding to the medication as she feels she should and is having more frequent changes made to her medication." Good faith attempts to obtain further info have been made.